Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was exchanged with atiol lens following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information has been requested and no new information received.